Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. After predilating the lesion with an unspecified balloon, the 3.0x12mm liberte bare stent delivery system (sds) was advanced but unable to cross the lesion. The sds was removed from inside the pt and it was noted that the proximal portion of the stent struts were lifted up. The physician completed the procedure with balloon dilatation and did not implant a stent. No pt complications were reported and the pt's current condition is listed as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found; the device met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).